Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set fell off issue on (B)(6) 2026. No further information is available.

Manufacturer narrative:
Patient city: (B)(6), patient country: canada.